Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump and provided instructions for future occurrences. The customer was informed to continue using the pump and to contact support if the issue recurred.